Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('birth - complication, terminated') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), device expulsion ("expulsion"), crohn's disease ("crohn's disease"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, crohn's disease, psychological trauma, fatigue, migraine and headache outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, crohn's disease, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Previously reported ¿injury¿ was coded to more specified events¿ migration, expulsion, birth: complication, terminated , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), crohn's disease, psych injury, fatigue, migraines, headaches,device ineffective and she did not undergo an essure confirmation test¿. Reporter¿s information, demographics, essure indication (amended) and essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.